Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received in a clear glutaraldehyde solution. The valve was rotated in the stent, the right cusp of the valve to the non-coronary cusp position in the stent. Per manufacturing procedures, depending on the structure of the porcine tissue, a valve may be rotated to accommodate the appropriate fit to the stent. The valve appeared to have been cut through the stent and leaflet tissue on the right cusp side however the valve shows distortion; oval shaped. Damage that appeared to have occurred during explant was observed in the right cusp, sewing ring and stent. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow of the non-coronary and left cusps. Tears noted in the left and right cusps adjacent to the left right commissure appeared to have occurred during explant. Four tiny uniform perforations in the belly of the left cusp appeared to have occurred during explant. A small natural fenestration was observed in the lunula of the left cusp adjacent to the left right commissure. Small tears along the exposed tissue and base stitching adjacent to all cusps appeared to have occurred during explant. The right non-coronary and non-coronary left commissures were intact. Tears were observed in the left right commissure. A large remnant of glistening off white pannus remained attached to the tissue and base stitching adjacent to the non-coronary and left cusps, along the inflow margin of attachment, into the non-coronary left inferior coaptive area, and 1 to 3 mm onto the inflow of both cusps showing evidence of a reduced inflow orifice area. A small, thin remnant of pannus was noted on the sewing ring adjacent to the right non-coronary inferior coaptive area, extended slightly over the tissue and base stitching. Pannus remained attached to the existing sewing ring on the outflow to the outflow rail of the left cusp. An unknown amount of pannus appeared to have been removed on the inflow and outflow of during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. The reported tear in the left cusp could not be determined due to the receipt condition of the valve. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. (B)(6). (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Additional analysis of the returned device is pending. (B)(6). (B)(4).

Event description:
Medtronic received information that this bioprosthetic heart valve was explanted due to aortic stenosis and aortic regurgitation, and replaced with another manufacturer's bioprosthetic valve. No adverse patient effects were reported. It was reported that pannus growth was observed on the inflow side of the valve. A cuspal tear also was observed. It also was reported that a portion of the valve's sewing cuff was cut off during the explant of the valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.